Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the drive geometry at the distal tip of the returned solid screwdriver, t6, had broken and twisted. No broken pieces were returned for investigation. Functional testing was not performed due to the damage to the device. The most likely cause is attributed to user error of the device due to over-torquing/over-engaging the driver within the screw head.

Event description:
On 09/26/2024, it was reported by a sales representative via (B)(4) that an ar-18800-05 solid screwdriver tip broke off inside of the screw head inside the patient. The case was not affected. This was discovered during a procedure on 09/19/2024, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.